Event description:
The healthcare provider (hcp) reported that there was a implantable neurostimulator pocket issue. It was indicated that the device was no longer working, and the patient wanted it removed because it was bothering them. The hcp mentioned that the patient hadn't used the device in over a year, and it was interfering with their health. Additional information received noted that the device did not function as expected, and the battery mass was bothersome with sitting. The device had not yet been explanted, but a procedure was planned. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.